Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with premature ventricular contraction episodes. Upon review, the right atrial lead exhibited undersensing. No intervention was performed. No symptoms were reported.